Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the physician stopped using the stent due to the stent becoming stuck in the introducer. No product information available.

Manufacturer narrative:
Analysis: no product was returned and not lot number was provided. Based on the case details it is possible that the sheath had become damaged making passage difficult. A full review of all manufacturing lot history and sterilization records could not be performed as the lot number of the device was not provided. If the lot number had been provided a full review of the catheter lot history records for the device in question would have been performed. The records would have been reviewed to ensure that the lot of catheters in question passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. If the physical sample had been returned the surface would have been evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. Conclusion: based on the details provided with the complaint and the fact that no product was returned and no lot number provided, atrium cannot conclude that the product was defective. Clinical evaluation: if a delivery catheter becomes stuck in the sheath during a procedure it may result in ischemia to the affected limb or organ. A delivery catheter may become stuck in the sheath if there was inadequate preparation of the device, if the size of the sheath was incorrect, if the sheath is kinked or damaged at all or if the vasculature is heavily calcified or tortuous. The instructions for use (IFU) states do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered.